Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the unit had a broken power switch. The switch was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that outside the surgical environment the device ignition slide button was found to be broken. The photos provided at product evaluation investigation indicates an exposed wire. No adverse events were reported as a result of this malfunction.